Manufacturer narrative:
Concomitant medical products: 506852, lead, implanted: (B)(6) 1999.

Event description:
It was reported that there was oversensing noted on both leads with noise on the right atrial (ra) lead. When the physician opened the pocket for a lead revision, the grommet was missing from around the atrial setscrew and the screw on the implantable pulse generator (ipg) was exposed. The ra lead was tested and no noise was noted. The lead revision was aborted and the ipg was explanted and replaced as it was nearing elective replacement indicator (eri) also. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.